Event description:
An attorney contact depuy mitek, on behalf of client stating that his client had rotator cuff surgery in 10/2002. In 01/2003 his client had complained to their surgeon of discomfort in the shoulder. Twelve days later a second surgery was performed on the right shoulder and a foreign object was removed from it, which is said to be the mitek cufftack.